Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board (qb) and printed circuit board (bi) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the monitor has failure to start. The issue was found after colonoscopy (upon completion of procedure, when device was no longer used on patient), which was completed with the same device with less than 30 minutes delay. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) guangdong province. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.